Event description:
It was reported that the connection port of an unspecified quantity of interlink system non-dehp t-connector extension sets were observed broken. The break is observed at the connection port "after the IV was in". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which observed that the t-conn housing, male luer lock was damaged. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.